Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the intervention. Attempts have been made to gather additional, however, our attempts have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an onyx embolization to treat an arteriovenous malformation, there was report that when the dmso was injected the patient experienced bradycardia and did require medical intervention to stabilize the heart rhythm. The onyx injection was the performed, however, near the completion of onyx injection, resistance was encountered within the catheter. Onyx was then seen near the parent artery but within the treating vessel. Per the medtronic representative, the user was then instructed to discontinue the onyx injection for fear of patient injury and catheter rupture. The medtronic representative believes the catheter did rupture. However, the user did not believe this to be the case and the devices were discarded at the site. Follow up brain scans were performed and revealed that only the treating vessel/ avm was occluded, and the remainder vessel were flowing normally. The devices were all discarded at the site.